Event description:
Tip of driver broke off in the cannulation of a 9 x 23 bio-screw. The screw was 90% inserted into femur (btb), but it was removed with a plyer type instrument. A 10 x 23 bio-screw was inserted in same tunnel to completing the case. Pt had average bone. The surgery extended over 30 minutes. No adverse consequences reported as a result of event. This device is used for treatment.